Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0074) was removed from service because it was fractured. A cpi (0125) lead was implanted.